Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation (fi) lab. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The customer¿s complaint of touchscreen issue was verified as it was found that resistance measurements were out of specification.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device has touchscreen issues. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient nor a delay to therapy noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.